Manufacturer narrative:
The returned device was evaluated. During evaluation it was found that the touchscreen was observed to erroneously navigate the device menus without being physically touched, however menu navigation was possible via touchscreen with physical touch. Visual inspection upon receiving revealed a small crack in the cover lens. The touchscreen was found to be faulty. The touchscreen was replaced and the unit functioned as designed.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
Customer reports radical-7 display randomly scrolls from main monitoring display to pr settings. Additional information obtained from the customer indicated that the issue happened randomly after power up. Started to monitor patient data then would flip to pr setting screen. No buttons touched to make it do so. Would get back to patient data and would do it again. Happens anywhere on ac or battery. Will monitor just can't watch monitoring all the time. There was no known impact or consequence to patient.